Manufacturer narrative:
Attached article, titled "sense and nonsense of bare metal stents below the knee."

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The devices were not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional abbott stents referenced are being filed under separate medwatch report numbers. Attachment, article titled: "sense and nonsense of bare metal stents below the knee".

Event description:
It was reported through a research article identifying xience v and multi link vision stents that may be related to: restenosis and limb amputation. The article also identifies xpert stents that may be related to occlusion and limb amputation. Specific patient information is documented as unknown. Details are listed in the article, titled "sense and nonsense of bare metal stents below the knee."